Event description:
Material#: 309657 batch#: unknown. It was reported that the bd syringe 3ml ll 200 s/c had leakage at the luer connection. The following information was provided by the initial reporter: rcc received a complaint via email. Incident or problem information ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): (B)(6) 2025, site name/location: xxxxx, level of harm: no apparent harm - reached the patient/person. Ahs optional report to cmdsnet (health canada): incident details: writer and student in to perform rhogam im injection. Writer observed student set up of injection, verified dose and set up, student performed im injection with some leakage of rhogam from luer-lok connection site after initiating and over halfway through injection. Patient received majority of rhogam medication, some leaked causing patient to not receive full dose. Device information device name/description: syringe luer lock tip 3ml / needle hypodermic safety 23ga x 1.25 in. Manufacturer: xxxx, manufacturer code/model: 309657 / 305886, serial or lot number: (B)(6), supplier: xxxx, supplier catalogue number: 308-309657 / 308- 305886, was the device retained? No. Investigation request expected type of investigation: lot review. Clinical contact information primary clinical contact (cc on final report): xxxxx.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.